Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 550 mg/dl. It was stated that the customer believed his insulin pump was not dispensing insulin. Despite the customer delivering a bolus, the customer still had high blood glucose. The customer treated himself with a manual injection. Troubleshooting was done. The customer experienced thirst and mild ketones as symptoms of the high blood glucose. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to monitor the blood glucose levels. Advised a replacement insulin pump would be sent. Nothing further reported.